Event description:
Clinical study, same case as MFR#6000089-2004-01178, 01180. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal lad with a 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of two overlapping taxus stents (both 2.5 x 12 mm). There was no residual stenosis following post-dilatation. Target lesion 2 was identified in the mid to distal circumflex with 80% stenosis and a 2.75 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.75 x 12 mm taxus stent, reducing the stenosis to 0% following post-dilatation. The pt was discharged the next day. The pt was readmitted 3 days later after experiencing abrupt onset substernal chest pressure the prior evening. The chest pressure and burning across their chest presisted overnight. The pt was admitted for rule out myocardial infarction and possible repeat pci. The pt ruled out for mi and 2 dats later, was returned to the cath lab. Angiography revealed: lmca - normal, lad (target vessel) - evidence of an edge dissection just proximal to one of the taxus stents; no evidence of instent restenosis, lcx - no evidence of instent restenosis; distal to the taxus stent was a 50% stenosis in obtuse marginal branch, rca - proximal and mid luminal irregularities. The proximal edge dissection in the lad was treated with placement of a 2.5 x 16 mm taxus stent. This was overlapped with the more proximal stent placed during implant procedure #1. There was a pinching of a large first diagonal branch approx 80% at the origin that did not resolve with intracoronary nitroglycerin. Following kissing balloon angioplasty, there was minimal residual stenosis and timi iii flow down both the lad and diag1. The pt was discharged 2 days later on plavix and asa.

Event description:
It was further reported that 147 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention occurred. The pt presented in 2004 with recurrent chest pain and was given nitroglycerin without relief. The pt's symptoms lasted about 20 minutes and pt became pain free on arrival to the ER. EKG and cardiac enzymes were within normal limits. The pt was admitted the following day and ruled out for mi. Cardiac catheterization revealed: lad - 80% proximal stenosis, 90% focal restenosis just after the diagnonal branch, 80-90% diffuse distal restenosis, lcx - patent, rca - normal, lvef=60%. The two sites of instent restenosis in the lad were treated with cutting balloon angioplasty with less than 30% residual stenosis. There was a 40% residual stenosis at the diagonal branch. A 2.5 x 20 mm taxus stent was deployed at the origin of the lad up to the previous stents with less than 10% residual stenosis. The pt was discharged 2 days later on plavix and asa. In the opinion of the physician, the relationship of the event to the taxus stent is "probable."